Event description:
It was reported that this left ventricular (lv) lead was potentially oversensing of a signal after every non-capture on the right ventricular (rv) channel. There was pacing inhibition as a result. The patient went to the emergency room (ER) for syncope on the day of event and left the hospital on the date of the call. It was noted that the patient will be seen by their electrophysiologist the following month. Technical services (ts) suggested further evaluation of the lv oversensing. This lead remains in use. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).